Manufacturer narrative:
Additional information: plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. Upon initiating a simulated treatment on the cycler, the machine alarmed with a ¿make sure heater bag is on heater tray¿ alarmed before treatment was cancelled. An internal inspection identified that the cause of the alarm was due to the presence of fluid within the pneumatic filter. The filter was replaced and a second treatment was initiated and completed without further complications. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The cause of the dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis patient reported the cycler would not switch from dwell 3 to drain 3. The cycler was restarted and treatment resumed. The cycler then alarmed for air detected in the cassette. Treatment was discontinued and when removing the cassette the patient found fluid leaking from it. The patient was advised to contact her nurse. The cycler was replaced. During follow up the patient's nurse reported the patient did not have any adverse event and no antibiotics were prescribed.